Manufacturer narrative:
Continuation of d10: product ID: 8709 lot# serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 11-jan-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported the patient's pump had been rotating and had not been dispensing medication. The nurse had told the patient they still had sometime before the battery would die, but they had gotten an error message on their personal therapy manager (ptm) and the ptm would not go to any other screen. The nurse had informed the patient the message had meant the pump was not working. The patient then stated they thought the nurse emptied their pump. They had then went to their doctor to get a pump replacement and the catheters were found to be occluded and needed to be fixed. The new pump had been implanted in (B)(6) 2017.